Event description:
According to the available information a regurge test was attempted several times by moving water from the syringe to the cylinder, but negative pressure was not applied properly. It was determined that the cylinder was defective. A new product of the same size was opened, surgery was performed, and the procedure ended normally. After the surgery was completed, the operating room staff collected the defective product, cut off part of the tubing, and tested it again, and it worked normally at that time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was to be implanted on (B)(6) 2023 but was not due to a mechanical failure / the device not working properly. Additional information received indicated that a regurge test was attempted several times by moving water from the syringe to the cylinder, but negative pressure was not applied properly, so it was determined that the cylinder was defective. A new product of the same size was opened, surgery was performed, and the procedure ended normally. After the surgery was completed, the operating room staff collected the defective product, cut off part of the tubing, and tested it again, and it worked normally at that time. The director gave instructions to deliver defective products and cut tubing to (B)(6) medical. When delivering to (B)(6) medical, only the cylinder was sent, and the cut tubing was sent by mistake and director (B)(6) discarded it instead of sending it. Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. The information received indicated the device was not working properly, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information a regurge test was attempted several times by moving water from the syringe to the cylinder, but negative pressure was not applied properly. It was determined that the cylinder was defective. A new product of the same size was opened, surgery was performed, and the procedure ended normally. After the surgery was completed, the operating room staff collected the defective product, cut off part of the tubing, and tested it again, and it worked normally at that time.